Event description:
It was reported that pump touchscreen became cracked and shattered leaving display illegible and touchscreen unresponsive so customer could not interact with pump. Customer experienced high blood glucose as a result of the issue, with meter displaying ¿high,¿ but no specific value was provided. Customer managed high blood glucose with a corrective insulin injection using multiple daily injections and planned to use this backup therapy until replacement arrived, did not require emergency third-party assistance. Technical support confirmed shipping pump.